Event description:
It was reported that the patient presented to a follow up appointment and low sensing values were observed from the right ventricular (rv) lead. The physician attempted to revise the lead, but the helix would not function normally. The rv lead was explanted and replaced to resolve the event and the patient was stable with no additional consequences.